Event description:
Reportedly, this ring was explanted after approx a 14 year, 3 month implant duration due to tricuspid regurgitation, congestive heart failure, atrial fibrillation, and stenosis.

Manufacturer narrative:
H6: device not returned.